Event description:
It was reported that the customer experienced high blood glucose readings as high as 421 mg/dl. The customer stated that the sensor was inaccurately giving low sensor glucose readings. He stated that he had elevated blood glucose levels, was terminally ill, and was advised that he had 6 months to live. Upon troubleshooting, it was found that the insulin pump was functioning up to specifications. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-95213.